Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error and blank display. The customer¿s blood glucose level was 98 mg/dl. The drive support cap was normal. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer stated that the display did returned for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement. Device powered up properly after battery installation. No blank display noted during testing. Device received with all buttons responding properly. No unresponsive keypad or button error alarms noted during testing. Device received with no motor movement or negligible movement. Retries to free a stuck motor failed error during rewind sequence. Motor was tested outside of the device and failed. Problem isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to motor anomaly.